Manufacturer narrative:
The insulin pump passed the operating currents within the specification and passed the off no power test. The insulin pump was monitored and no blank display was noted. The insulin pump was received with a cracked reservoir tube lip and a missing end cap sticker. No broken belt clip could be confirmed due to the insulin pump being returned without the belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was unknown. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.